Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the patient had a massive hematoma that required manual pressure and c-clamp pressure for 3 hours. The hematoma continued to grow and was not improving, with bleeding still occurring around the venous site on the same groin. The patient had cold extremities, only doppler pulses, and was pale. The access site was gained on the opposite side and the team was able to do dry closure technique with perclose. The groin was then held, and the blood milked for the tissue, the hematoma had better result and wasn¿t as big, bruising had already developed on the pelvic area / groin and right upper leg. The impella was weaned and removed due to the bleeding/oozing and unresolved hematoma.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ¿ patients pre-morbid condition and peri-procedural condition. ¿ any concomitant medication. ¿ vascular size or variations thereof. ¿ detailed description of the symptoms experienced by the patient. ¿ physical examination findings, including pulse assessment and visual examination of the affected limb. ¿ diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. ¿ laboratory test results, including blood tests for markers of inflammation or clotting disorders. ¿ any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. ¿ patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. This report is being filed as part of a retrospective review of historical records.